Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. Date of issue is an approximation. The sensor was inserted into the upper buttocks on (B)(6) 2019. The patient¿s mother stated the cgm values were 40 mg/dl, 55 mg/dl, 60 mg/dl and 88 mg/dl and the patient was given candy and told to eat something; however, the patient was nauseated and started to vomit. She was taken to the emergency department (ed) and her bg per the ed was 674 mg/dl. The patient was admitted to the hospital for diabetic ketoacidosis (dka) and at the time of the call was lethargic, intermittently confused, and nauseated. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.